Event description:
The customer stated the device is not sticking properly. The customer states the device is bruising their fingers even on the low setting. The customer stated they are on blood thinners. A request was made for the return of the suspect device and replacement product was sent.